Manufacturer narrative:
A steris technician arrived onsite to inspect the unit and observed discoloration and cracks on the lighting system which is consistent with improper cleaning practices. Through follow-up with user facility personnel, the technician identified the user facility utilizes diversey virex ii disinfectant cleaner for cleaning and disinfecting the lighting system. Diversey virex ii disinfectant cleaner has not been tested for compatibility or effectiveness with the materials in the harmony led surgical lighting system as stated in the operator manual. The operator manual states (pg. 6-1), "caution-possible equipment damage hazard: use of any disinfectant solution other than those listed here may cause discoloration or deformation: germicidal surface wipes disinfecting/deodorizing/ cleaning wipes. Cleaning solutions other than those listed have not been tested for compatibility or effectiveness. Always follow manufacturer instructions for concentrations and use of cleaning products." Additionally, the operator manual states (pg. 6-1), "caution-possible equipment damage hazard: cleaning and disinfecting agents used on this lighting system must be certified by their manufacturer to be compatible with the following material: polycarbonate, polyetherimide, santoprene" and "do not spray any cleaning product directly onto the lighthead, modem chassis, or any system components." The technician secured the lighting system cover, tested the unit, and confirmed it to be operating according to specifications. The lighting system was installed at the customer's location in 2008 making the unit approximately 11 years old. The technician has counseled user facility personnel on the proper use and operation of the light and the importance of proper cleaning practices.

Event description:
The user facility reported that during a patient procedure one of the plastic covers detached from their harmony dual 500 lighting system and fell onto the patient. The procedure was completed successfully. No report of injury or procedure delay.